Event description:
It was reported that during an aortic dissection repair, the surgeon found a yarn that was untied in the middle of the graft on the original graft. The procedure was completed successfully with a similar graft, (B)(4). There was no injury to the pt reported.

Manufacturer narrative:
Being investigated. Pending product return and evaluation. Items marked ni are unk at this time. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution. There are no similar incidents against this batch. (B)(4).